Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response, lung disease, reduce cardiopulmonary reserve, shortness of breath and sensitive to smells. Patient reported the use of an inhaler for shortness of breath. Specific medical intervention was not specified for other allegations of harm. The following sections were corrected: b1, b2, h1, h6. The adverse event/product problem was initially reported as an product only, but is now corrected to both to include adverse event. Other is now selected as the outcome of adverse. The type of reportable event was initially reported as product problem. The correct type of reportable event is serious injury. The health impact grid was initially coded for c50675 (no health consequences or impact). The correct code is c172031 (serious injury/illness/impairment).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response, lung disease, reduce cardiopulmonary reserve, shortness of breath and sensitive to smells. Patient reported the use of an inhaler for shortness of breath. Specific medical intervention was not specified for other allegations of harm. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.